Event description:
The physician reported the multifocal intraocular lens was removed, and replaced with a monofocal lens, due to the patient's inability to adjust to the multifocality of the iol. Patient reported halos.

Manufacturer narrative:
Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. A review of the historical complaint data base revealed that no simular complaints from this lot number were received. Our investigation of this event reasonably suggests it is not manufacturing related. Halos are a known and labeled possible side effect of multifocal lens implantation.